Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Additional information: event site contact information: (B)(6), biomedical engineer. The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the pneumatic module assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failed pim test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.